Event description:
A malfunction alarm was reported, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, and the caller was instructed to follow up with the necessary actions. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.